Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 400 mg/dl. The customer stated that this is the third time she had high readings. The customer stated that apparently the cannula must be bent. The customer stated that she previously wasted a whole vial of insulin and now about to waste 2/3 of a vial. The customer did not want to troubleshoot for high readings. The customer was advised to do a set change.